Event description:
It was reported that pump displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, and confirmed that malfunction did not recur; customer was advised to continue using pump and to call back if malfunction code appeared again.